Event description:
It was reported that the patient underwent a left reverse tsa for cuff tear arthropathy approximately (B)(6) ago. Subsequently, the patient had a routine post-op course but then called the surgeon approximately (B)(6) months post-implantation and reported that when they were driving their car, their shoulder spontaneously dislocated. Patient then went to the local ER the same day where a closed reduction was performed. Post-reduction CT scan shows a reduced humeral component with a dislodged and displaced poly bearing. Patient underwent a revision approximately (B)(6) days after the closed reduction where the poly bearing and humeral tray were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110031424; lot# 66918284. Item# sahtnem6; lot# 67198155. Item# 110031425; lot# 67366658. Item# sahtne00; lot# 66762720. H6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.